Event description:
It was reported that this right atrial (ra) was explanted five months after implant due to helix issues. A new ra lead was successfully implanted. No additional adverse patient effects were reported.